Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported by the medical examiners office that the patient was deceased and the cause of death was complications of recurrent bacterial endocarditis. Additional information obtained indicated the patient had collapsed and was taken by ambulance to the emergency room, heart rhythm was pulseless electrical activity upon arrival and the patient was pronounced dead. The patient was reported to have been having fainting episodes prior to death.